Event description:
The customer stated that she tested her blood glucose and received back to back readings of 57 and 213 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.

Manufacturer narrative:
The lot number provided was not correct, so it was not possible to determine a MFR date for the product.